Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. Customer's mother stated that son had an accident due to high blood glucose. Customer was the driver and he was not treated by ambulance and did not go to hospital per mother. Customer's mother will son to call in order to troubleshoot.